Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of fluid overload, characterized by dyspnea, which warranted hospitalization. The patient alleges their liberty select cycler was malfunctioning and not providing adequate fluid removal. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in its etiology. Based on the limited information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the events. Presently, there is no physical/objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the event(s). However, given the patient¿s allegation, absence of definitive causality, discharge summary, treatment data and no manufacturer evaluation of the suspect device; there is insufficient evidence to exclude the liberty select cycler from the serious adverse events.

Event description:
On (B)(6) 2021, fresenius became aware this (B)(6) year-old female peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2021 with shortness of breath (dyspnea). The patient underwent several x-rays (specifics not provided), which determined the patient was fluid overloaded. The patient was admitted and was provided ¿around the clock¿ continuous cyclic pd (ccpd) therapy utilizing a combination of 2.5% and 4.25% solution to promote greater fluid removal. After being admitted for 48 hours, the patient resumed their regular ccpd prescription, and reported their dyspnea improved. The patient was discharged home on (B)(6) 2021 in stable condition. The pdrn (and patient) expressed concern the liberty select cycler was malfunctioning and caused the patient¿s fluid overload. The pdrn stated the patient has been utilizing the replacement liberty select cycler for two treatments without difficulty. The patient is recovering from the events and the pdrn stated they had no additional information to provide.

Event description:
On 3/aug/2021, fresenius became aware this 72-year-old female peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2021 with shortness of breath (dyspnea). The patient underwent several x-rays (specifics not provided), which determined the patient was fluid overloaded. The patient was admitted and was provided ¿around the clock¿ continuous cyclic pd (ccpd) therapy utilizing a combination of 2.5% and 4.25% solution to promote greater fluid removal. After being admitted for 48 hours, the patient resumed their regular ccpd prescription, and reported their dyspnea improved. The patient was discharged home on (B)(6) 2021 in stable condition. The pdrn (and patient) expressed concern the liberty select cycler was malfunctioning and caused the patient¿s fluid overload. The pdrn stated the patient has been utilizing the replacement liberty select cycler for two treatments without difficulty. The patient is recovering from the events and the pdrn stated they had no additional information to provide.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.